Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the customer received the following results on the active system within 10 minutes: 543 mg/dl and 65 mg/dl. Customer used 2 separate strip vials with the same lot numbers for each result. No adverse event reported. Both vials of test strips were returned for evaluation.